Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 700 mg/dl at the time of incident. The customer also reported that the paramedics were called. The customer also reported that they experienced low blood glucose and was treated with food, juice, glucose tablets and glucose injections. The customer reported that they were hospitalized with high blood glucose of 485 mg/dl too. The customer's blood glucose was 92 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.